Event description:
It was reported that the patient presented in the clinic for follow-up. Interrogation of the patient's pacemaker revealed over-sensed noise resulting in inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.